Event description:
Per the oos, this system was removed due to infection. System information: philos ii dr-t, MDR 1028232-2008-00551. Setrox s 53, MDR 1028232-2008-00553. Setrox s 45, MDR 1028232-2008-00552.